Manufacturer narrative:
Product analysis: the wire od, length, and welds are within specification. The wire itself feels stiff, potentially attributed to the dried blood inside the coils of the guidewire. There were several bends in the wire. Welds appear intact and properly sanded. Ptfe coating appears intact with minor scuffing approximately 83cm from the proximal end. The ¿j¿ does not currently function. This is also most likely due to the dried/solidified blood inside the coils of the wire. At the ¿j¿, there is a bend/coil separation approximately 1cm from the distal tip. (B)(4).

Event description:
An angiographic wire was used during a procedure. The wire was prepped per IFU. The wire passed through a previously deployed stent. It is reported that resistance was felt while retracting the wire. No patient injury reported. Analysis of the returned device revealed coil separation.